Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose levels are unknown. The customer stated he changed his insertion site and infusion set a couple of times. Standard troubleshooting was performed. The customer stated the insulin did not exit during the manual prime. The customer was advised to use a plunger to push the insulin through the infusion set tubing. The customer's insulin pump was able to complete a manual prime. The customer was advised the no delivery was caused by a reservoir or infusion set occlusion. The product is not being returned. Nothing further was reported.